Event description:
Attorney reported: as a result of the defective patch, pt has suffered severe abdominal pain; severe abdominal infections; intestinal fistulae; and disintegration of the patch's mesh resulting in infections, fistulae and adhesions. In 2007-pt underwent an operation to repair a ventral hernia, using a ventralex large hernia system. Two months later-pt was admitted again because of severe and persistent abdominal pain. An operation was performed, during the operation, the patch which had been implanted two months prior, was found to have failed and pieces of the mesh of the patch were located in various places in the abdominal cavity. Two openings in the small bowel were observed by the surgeon where the mesh from the patch had adhered to the small bowel. The following year--after the pt continued to have severe and persistent abdominal pain, she was re-admitted. Pt underwent another operation. The operative report states in part as follows: "upon entering the abdominal cavity, it was clear that there was far more mesh present than was originally suspected. The mesh existed not only in the left lower quadrant, but all the way across midline, upper and lower midline incision. The mesh was removed from the fascia circumferentially exposing the underlying intra-abdominal cavity. At this point, lysis of adhesions ensued, the small bowel was relatively free of the mesh in the midline. However, in the area of the previous surgery in the left lower quadrant, small bowel was intimately involved with the mesh edge, which was the source of the pt's enterocutaneous fistula. Approx 2 feet of small bowel were knotted up around the edges of the mesh in that area. This area of small bowel was resected and removed in block." The postoperative diagnosis for this surgery was "enterocutaneous fistula with infected mesh."

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.